Event description:
Event description cpi received information that this myocardial lead was capped due to a fracture. The lead was replaced with an endotak lead. Two myocardial leads (both model 0030 serial 029149 and 034227) are involved in the paitient's lead system, cpi is unable to determine which serial has the problem, therefore will report on serial 029149 at this time.